Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported there was a loss of therapy. The patient stated he needed reprogramming, as the stimulation is going down "his rear end" and he needs stim in his right foot. The patient reported that after getting the implant he had programming done, but could never get it to the right area. The patient now wishes to see a manufacturer's representative (rep). The patient has an appointment with his healthcare provider (hcp) soon. Patient was implanted for post lumbar laminectomy syndrome and chronic/intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.